Event description:
Agent reported that a pump was replaced after several underinfusion volume discrepancies. Patient initially was seen at their physician's office complaining of unrelieved pain. Around two and a half weeks later, the first underinfusion volume discrepancy was observed. The expected volume was 5.541ml and the actual aspirated volume was 15ml. Approximately two weeks later, a cap study was performed, which indicated that the catheter was functional. Days later, another underinfusion was observed. The expected volume was 11.490ml and the actual aspirated volume was 19ml. Approximately three weeks later, a final underinfusion volume discrepancy was observed with the expected volume being 7.159ml and the actual aspirated volume was 20ml. The pump was later replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).